Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation. The investigation is pending.

Event description:
The complaint/event involved atego® connector. Air reportedly entered the patient's catheter. No cut, no tear and no hole noted regarding the catheter or the valve. No visible default on the device before use. No medication was involved. The bubbles in the tubing were situated in the venous branch of the catheter. The pump did not trigger the alarm for air in line. The event occurred after stopping the dialysis session, when the pump stopped and the lines were disconnected. The air bubble remained in the venous branch of the catheter because immediate clamping, stopping the progression of the bubble towards the patient's vessels. The air bubbles were about 0.5ml. No air eliminator filter used. There was no need for medical intervention, nor any blood loss. There were no consequences for the patient¿s state of health and no harm.

Manufacturer narrative:
Additional information: d9 - date returned to mfg - 30 october 2024. Investigation summary: received one (1) new d1000 tego for inspection. No defects or anomalies noted. The tego was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.